Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the most likely cause of the access site bleeding was use related as increased sutures were needed. The failure mode will be monitored and trended.

Event description:
The complainant reported a 49 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. Difficulty removing the impella device was reported, after which the chest was opened to find bleeding from the aortic graft suture line. New sutures were applied, graft was removed and chest washed out, then 2 units of blood products were delivered.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.